Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the procedure, the surgeon prepared to put in the screw properly. The screw was loaded without incident. Upon insertion, it was clear towards the last 10mm of rotation that it was becoming tougher and the driver/screw started to squeak. The sales consultant in the case immediately had the surgeon halt the insertion of the screw and back it out of the patient with no problem. After looking at the screw on the back table, it was clear the polyaxial head on the viper cannulated screw (1867-15-850, lot# rl 183144) had started to pull off the screw, breaking the poly head clip. All parts remained attached to screw, nothing left in patient. The screw was taken off the field and a replacement screw was inserted without issue

Manufacturer narrative:
On initial mw-214495 is incorrect and should be (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One viper ti 8x50mm polyaxial screw was returned for evaluation. Visual examination revealed no breakages. The saddle had become dislodged and was completely separated from the screw. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the polyaxial screw saddle becoming dislodged cannot be determined. A possible root cause may likely be that unexpectedly high forces were applied to the saddle during insertion resulting in the saddle becoming dislodged from its intended location. No systemic trends were observed in this complaint file. Therefore, this complaint file will be closed with no further action required.